Event description:
It was reported that prior to an unknown procedure a new sterile probe was opened and was about to installed on the hand piece but the shaft and the blade separated. One device will be returning.

Manufacturer narrative:
(B)(4). Added additional information. The device was returned in good physical condition with the blade tip not broken off as reported by the customer. However, the tip of the blade was found concealed inside the shaft of the device. Upon inspection of the hand activation contacts, the threaded side of the blade was found outside its intended position, therefore the handpiece could not be attached to the device, and no functional testing could be performed. The device was disassembled to inspect the internal components and the insulated pin that holds the blade to the inner outer tube subassembly was found corroded and broken off. However, there were no missing pieces of the insulated pin. The corrosion in the pin is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.